Event description:
On (B)(6) 2002 during on-site review of the programming history in the physician's handheld device, it was noted that a patient left the visit at unintended settings. A faulted test was noted on (B)(6) 2012, then an interrogation that displayed the patient's correct settings. After this, another faulted system diagnostic was seen, and then a final interrogation with an output current of 0 ma. (The exact setting values are not provided.) The patient's device was not re-programmed to deliver an output current after this event.

Event description:
The in-house programming history database was reviewed and found that the second diagnostic test which occurred on (B)(6) 2012 was not a faulted system diagnostic test, but it was a generator diagnostic test. Additionally, it should be noted that the patient was programmed back to intended settings; however, the off time was left at 5 minutes instead of being returned to 1.8 minutes.

Manufacturer narrative:
Analysis of programming history.